Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the jaws of the device could not be closed although the clamp test was successful. The center control button was pushed up and the jaws were returned to the straight position. The reload was then reinserted into the adapter, however, the device did not react at all. The adapter and the shell was replaced, and the firing was completed. There was no patient injury. After the procedure, the device was checked again and the display screen showed the reload cycle test indicator. The jaws could be articulated, however, the jaws could not be closed still.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle. There were no visual abnormalities noted with the handle. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log. A review of the device history record for the handle indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed switch failure was determined to be a component error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.